Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an unspecified quantity of amia automated pd cycler sets disconnected. The issue was further described as, ¿green cap falls off¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.